Event description:
This is an international report where the power cord connection was loose and had a burning smell. The technical service representative (tsr) advised the caller to unplug the homechoice (hc) and do not try and use it. The hc is being swapped. The nurse will program the new hc. There was no patient involvement.

Manufacturer narrative:
(B)(4).the device evaluation is expected, but not completed yet. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The reported issue was confirmed and duplicated during device evaluation. The assignable cause of the reported problem was determined to be corroded power inlet module. The device was sent to service.